Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), product type: implantable neurostimulator.

Event description:
Information was received from manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that during a replacement procedure for normal battery depletion, the patient's left implantable neurostimulator (ins) was showing high impedances of greater than 40,000 ohms on 0<(>&<)>1, 0<(>&<)>2, and 1 <(>&<)>2. The patient was programmed on 3+ 1- and the electrode impedance for that pair is 27,126 ohms. The right ins also had higher impedances of 6600-6900 ohms on c<(>&<)>0, 0<(>&<)>1, 0<(>&<)>2, and 0<(>&<)>3. It was noted that the patient stated that he believes he was getting benefit from the system. Follow-up revealed that following the procedure, the impedance values normalized, bilaterally. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.